Event description:
Rptr claims the end user was driving along on a concrete surface and did not realize his foot was under the chair. User drove over his foot tearing a large portion of flesh. User then went to the hosp and had four of his toes amputated. User was scheduled to be discharged the next day on 10/28/99.